Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Test p-cap / reservoir locks properly into place. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No unexpected insulin flow blocked alarms noted during testing and no relevant no delivery alarms present in the history/trace file on event date. All buttons function properly. The j1 connector on pcba 1 was locked properly during visual inspection. Motor was tested outside of the device and passed. Unable to confirm high bg's. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case - corner of belt clip rails and cracked case (battery tube). In summary, customer allegation for pump's battery lasts less than expected and failed battery test are not confirmed. Customer allegation for insulin flow blocked alarm was not confirmed. No unexpected insulin flow blocked alarms noted during testing. All buttons functioned properly, no unresponsive keypad noted. No motor anomalies noted during testing. Unable to confirm high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error and sometimes buttons were difficult to press. Customer stated that the insulin pump had unexplained no delivery alarm and motor errors. Customer reported that insulin pump had rejected new batteries and battery did not last seven days. Customer stated that insulin pump had failed battery test and hairline fractures in casing towards the top where the reservoir goes in and towards the bottom. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.